Event description:
The surgeon inserted a three piece silicone lens model aq2010v and the lens was sutured in place. However, the pt's eye was too weak to support the lens. When the lens was removed, the incision was enlarged and sutured. The reporter stated there was nothing wrong with the lens and the lens was damaged during removal from the patient's eye.